Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm and an unspecified cartridge alarm occurred. The customer's blood glucose level was 300 mg/dl and it was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
The following information was received via sus volunatary event report: "the pump has been having failed to detect cartridge issues. Failed to bolus, after 25 units was punched in and failed to bolus. I hit deliver. Said failed after 10 minutes to administer bolus of 25 units. Pump does not function properly."